Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-feb-02. The lead was returned for analysis. Additional information was received from the rep on 2018-feb-13. They reported the wireless external neurostimulator (wens) serial number, stated that the lead had not been connected to the wens at the time of the event, and they noted that the lead was returned the day the event was reported. No further complications were reported/are anticipated.

Manufacturer narrative:
The other applicable components are: product ID: 977d260, serial# (B)(4), product type: screening device; product ID: neu_stylet_acc, serial# unknown, product type: accessory. Analysis of the lead (977d260) found that it was electrically okay, however, the outer insulation was cut from 7.5 cm to 10.1 cm from the distal end and there is a cosmetic cut in the outer insulation approximately 46 cm from the distal end. Analysis of the stylet has been severely bent approximately 0.5 cm from the distal end of the stylet. Fdr 114 applies to both the stylet and the lead (977d260) fdr 452 applies to the lead (977d260) fdr 518 applies to the stylet fdc 10, 26, and 38 apply to the stylet fdc 10, 26, 23 and 38 and the lead (977d260) fdc 77 apply to both the stylet and the lead (977d260). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient with an external neurostimulator (ens). During the trial procedure the physician was attempting to pull the lead back through the needle but the lead was stuck inside the needle. The physician removed the lead and needle together and inspected the lead to find it was bent and caught at the distal electrode. There were no known environmental/external/patient factors that may have led or contributed to the issue. A different lead was used to continue the trial. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. The rep would return the lead for analysis. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.